Event description:
In 2007, tip of needle broke off. 1pds 11 z371. Route: cutaneous. Dates of use: approx two months in 2007. Diagnosis: surgical suture material. Event abated after use stopped: yes. Event reappeared after reintroduction: no.